Event description:
Allergan aesthetics received a report from a customer that the power cord on the coolsculpting machine is frayed.

Manufacturer narrative:
Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: electric shock, burn, or a thermal event associated with exposed wires. To date there were no reports of above mentioned harms due to applicator or unit having frayed cords. It can be concluded that frayed cords can cause failures identified by posed risks of discussed harms and moderate risk of fracture.

Manufacturer narrative:
Corrected data: d1, d3, d8, g1.

Event description:
Allergan aesthetics received a report from a customer that the power cord on the coolsculpting machine is frayed.